Event description:
Pt came in as a trauma with a right femoral shaft fracture. He underwent a right femoral shaft intramedullary nailing and removal of hardware of the femoral traction pin. During the procedure, a cannulated awl was used to open the canal of the bone in preparation of the nailing. The tip of the awl broke off and imbedded in the proximal femur - <1x1mm. Attempt to remove were unsuccessful and this was aborted due to possibility of causing another fracture of the bone.